Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s) and was questioned. The sample was redrawn and was repeated on the original system. The redrawn result recovered higher than the initial result and matched patient¿s history. The redrawn result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 integrated chemistry system. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced integrated multisensor technology (imt) tubing, sensor, and pump tubing, and verified the pump rate. The tubing and sensor were super conditioned, conditioning sample and dilution check were run, and the dilution check passed, sampler flush and metering pump motors were tested to ensure the titration. Then, the cse replaced all imt tubing, rotary valve seal, pump tubing, and sensor after performing an imt system clean and flossing of the rotary valve and tower. The rotary valve air inlet was found occluded, and the port waste valve did not open to the drain port during one repetition of priming fluids. A super condition of the new sensor and tubing was performed, and the pump rate was recovered. A super condition and dilution check were performed, and the dilution check passed the precision. The customer ran precision tests 10 times, which recovered acceptably. Further, the cse replaced flush pump due to poor delivery rate of flush solution, imt port due to random failure to open/close port valve when aligning and priming imt fluids. The cse also indicated that there was evidence of overflow/leakage around the port and super conditioned the port. The customer ran quality control (qc), which recovered acceptably. Siemens evaluated the event and concluded that the malfunctioned flush pump and imt port valve and flow issue through imt potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.